Manufacturer narrative:
Investigation summary: our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is in date. The alleged defective sample has not been received from the consumer for evaluation at the site, the complaint cannot be confirmed. All in process procedures were followed, and all release criteria met, however, there is the potential for this defect to occur. After a review of the leak data the batch in question did not have any leak results outside the release specifications. Most likely root cause: process defect; an insufficient pouch seal. Pouch sealing defects are being trended for all batches. If a trend is identified for a specific batch further investigation will be conducted. There are two projects in process to decrease/eliminate unsealed or leaking pouches:1) pouch sealing - engilico equipment - will be added to the flow rapper. It will measure the sealing process of the flow wrapper. Target date: (B)(6) 2016. 2) pti replacement - [site name] units will be replacing the pti units. Target date: (B)(6) 2016. Root cause category (tier 1): non-assignable (complaint not confirmed).

Event description:
Event verbatim [preferred term] opened the other one and the cells were like gel; like mush [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of unspecified age started to receive thermacare heatwrap (thermacare knee & elbow), device lot number l18954, expiration date oct2017, upc number: (B)(4), via an unspecified route of administration from an unspecified date at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient reported there were two wraps in a box. Slight opening at the bottom of the first package, didn't seal right, never got warm over an hour. Opened the other one and the cells were like gel; like mush. It did get warm but she was concerned about using it. She stated the package should tell you how it activated. She has used thermacare products before. A sample of the product was available to be returned if requested. Box was glued appropriately. One package was not sealed on the bottom. Just the corner didn't seal correctly. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to product quality group: subclass: squeeze tube/pouch/stick pack damage/defect; sample status: forthcoming; investigation summary: our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples.retained samples met the product description and the product is in date. The alleged defective sample has not been received from the consumer for evaluation at the site, the complaint cannot be confirmed. All in process procedures were followed, and all release criteria met, however, there is the potential for this defect to occur. After a review of the leak data the batch in question did not have any leak results outside the release specifications. Most likely root cause: process defect; an insufficient pouch seal. Pouch sealing defects are being trended for all batches. If a trend is identified for a specific batch further investigation will be conducted.there are two projects in process to decrease/eliminate unsealed or leaking pouches:1) pouch sealing - engilico equipment - will be added to the flow rapper. It will measure the sealing process of the flow wrapper. Target date: (B)(6) 2016. 2) pti replacement - [site name] units will be replacing the pti units. Target date: (B)(6) 2016. Root cause category (tier 1): non-assignable (complaint not confirmed). Follow-up (09feb2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment the event "opened the other one and the cells were like gel; like mush" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device., comment: the event "opened the other one and the cells were like gel; like mush" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.